Event description:
As reported via legal documentation, a patient had right knee replacement on an unknown date. They subsequently had right knee revision surgery on (B)(6)2018. (B)(6)2018 op report postoperative diagnosis: loosening of the total knee replacement. Expiration of the implants revealed that the femoral component was grossly loose. The tibial component was well fixed. The patellar component was loose. The polyethylene liner was intact. The stability of the knee replacement was adequate. After removal of the femoral component, aori type 2 bone deficiency was observed. Distal and posterior femoral augments were necessary. After removal of the patellar component, severe bone loss precluding reimplantation was observed. The patient was transferred to the recovery area in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10. Concomitants: optetrak logic cc femoral size 3 right (sn (B)(6) optetrak knee femur ext stem 120mm 22mm sltd (sn (B)(6) optetrak 3 10mmknee femur block sep (sn (B)(6) optetrak 3 5mmknee femur block sep (sn (B)(6) logic post. Aug. Block size 3, 5mm (sn (B)(6) logic post. Aug. Block size 3, 5mm (sn (B)(6) optetrak 3 5mm knee femur block sep (sn (B)(6) optetrak knee stk screw augment 15mm (sn (B)(6)). The cause of the patient¿s condition cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available. The patient revision was of unknown devices, the patient has a claim against cat# 02-012-44-3015 which was implanted during that revision surgery. There is no information to suggest that the revised devices were exactech devices. D6b no explant.

Event description:
Updated-as reported via legal documentation, a patient had right knee exactech devices implanted during a revision surgery on (B)(6) 2018 of unknown devices for loosening. The exactech devices have not been revised. The patient has a claim for an unrevised tibial insert. 02-012-44-3015-optetrak logic tibial insert posterior stabilized. There is no additional information.